Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was admitted to the hospital. Customer was in intensive care unit for diabetic ketoacidosis. Customer cannot recall how to use the pump. The nurse advised the customer how to check for last bolus, how to check the basal rates. The customer was advised of email and website.